Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that in the catheterization laboratory after the completion of the implant procedure for a cardiac resynchronization therapy pacemaker (crt-p), the patient experienced loss of consciousness due to a ventricular tachycardia (vt) storm. Direct current (dc) cardioversion, percutaneous cardiopulmonary support (pcps), and the use of a ventilator was necessary. The patient was monitored in the intensive care unit (ICU) and no vt recurred; the device remained in use. The patient was a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.